Event description:
In this event it is reported that a unk maillefer - k file 21mm-010 - file broke during use. The tip of the file broke and a broken part was left in the canal. The canal was further enlarged, and after 20 minutes, the broken part was removed. The patient is currently experiencing no significant discomfort and will continue to be observed. Further information requested.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803.

Manufacturer narrative:
Additional information received that the patient was not injured. Additional FDA coding being added after additional information received. Adding additional health effect - impact code 2199. This is a follow up report to add this additional code. Investigation results: summary: involved product that broke during use was not returned and cannot be analyzed. Moreover, no unused file is available for evaluation. The provided batch # 20170214 has no corresponding in our system. The right batch number is unknown, DHR cannot be reviewed. Root causes are not identified. We will track this kind of event and monitor the trend. Potential root causes may be incorrect technique (hand used file - technique no more verifiable to date), overuse, excessive wear, patient condition and behavior during treatment or material issue (no analysis of the broken fragments possible). In addition, there are further circumstances on the conditions in dentistry (used disinfectants, training/knowledge status), or any other environmental conditions, which are unknown to us and may also have an impact on the reported failure mode.